Manufacturer narrative:
Isi has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint ¿would not open¿. The instrument was placed on the in-house system and the grip did not open and close all the way. Visual inspection found a dislodged conductor wire preventing the grip from fully opening and closing. There was damage to the conductor wire insulation as a result. Root cause of dislodged conductor wire is attributed to a component failure. The electrical continuity test passed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of instrument logs was performed. Per the review, the device was not used on the reported event date of (B)(6) 2020, which confirms that the issue was identified prior to instrument usage on the event date. The device was last used on (B)(6) 2020 on system (B)(4). The instrument had 3 uses remaining after last use. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the force bipolar instrument would not open in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the issue was found to have occurred prior to the procedure, during system set-up. The jaws of the instrument could not open, and a backup instrument was used. There was no patient impact. The reporter did not have any further details related to the event.